Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first two deployment at tempts, the valve dislodged and was recaptured. On the third deployment attempt, the valve was fully deployed at an implant depth of 2mm. Moderate paravalvular leak was reported as a result of severe calcification present from the native annulus to the left ventricular outflow tract (lvot). A post-implant balloon aortic valvuloplasty was performed using a 22mm non-medtronic balloon. It was reported the valve dislodged with the balloon, as a result of the narrow shape of the lvot. The valve was snared. A non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.